Event description:
Within five (5) to eight (8) days post mastectomy procedure, the symptoms of fever, yellow/green pus with drainage from the incision were observed by the patient at home. Cultures were taken - testing positive for mrsa (methicillin-resistant staphylococcus aureus). The patient required additional surgery to clean the wound of the infection. To date, the patient has fully recovered.

Manufacturer narrative:
The device involved in this incident is not available for evaluation, therefore, our results and conclusion are based on the information that was given to I-flow by the initial reporter. According to the center for disease control, postoperative surgical site infection varies from surgeon to surgeon, hospital to hospital, procedure to procedure, and patient to patient. The attached clinical study performed on the on-q pain relief system found that the rate of infection with a continuous pump was equal to or less than the published rate. Our devices are manufactured as being sterile. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.